Event description:
The manufacturer received information alleging a ventilator failed calibration during precheck. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed calibration. During the evaluation an e 80 error indicating the o2 proportional valve was stuck was observed in the device's downloaded event log. The device's oxygen blending module subassembly was replaced to address the issue.